Event description:
It was reported that the ilet user experienced hyperglycemia with a reported blood glucose of 375 mg/dl after a meal and announcement, shortly after an infusion site change. Troubleshooting did not identify an insulin delivery issue. Education was provided regarding the pump¿s correction algorithm, device learning, and the need to remain connected and monitor blood glucose, and subsequent reports indicated stabilization. Symptoms included high blood glucose. Outcomes included no hospitalization and stabilization of glucose following guidance. Investigation included user-reported troubleshooting of insulin delivery and clinical follow-up. Investigation of this case revealed no device malfunction identified and no component failure observed, with hyperglycemia assessed as cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.